Manufacturer narrative:
B5: the reporter indicated that a 13.7mm vticmo13.7 of a -15.0/2.0/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for shorter length lens. The problem was resolved. Reportedly, "pt notes improved vision and decrease in abberations." H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that an 13.7 length implantable collamer lens was implanted into the patient's right eye (od). A possible lens exchange for a 13.2 length lens may be planned.

Manufacturer narrative:
B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim(B)(4).